Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed no delivery. The blood glucose reading was between 360 and 411 mg/dl. The customer also reported that he had been hospitalized previously, but it was due to congestive heart failure. He mentioned previous issues with blood at the infusion set insertion site, as well. The most recent blood glucose reading was 368 mg/dl. He complained of thirst. Upon troubleshooting, the insulin pump was found to have several no delivery alarms in the alarm history. He reported that the no delivery alarm was resolved by a complete infusion set change. He was advised to call during the time of the issue in order to properly troubleshoot. Nothing further reported.